Event description:
The facility reported a flo-gard infusion pump with a malfunction of the operation panel not working on the intermediate third floor. It is unknown when this condition occurred. Failure code f-34 was later assigned to be the as determined problem; this condition had the potential to interrupt delivery. The hospital representative did not have any information on patient involvement, but no patient injury or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of the operation panel not working was confirmed during product evaluation. Failure code f-35 was assigned during evaluation to be the as determined problem. This condition was caused by the front panel key being pressed for more than 40 seconds. Therefore, no assignable cause could be provided. The front panel ribbon cables were reseated onto the central processing unit printed circuit board as a preventive measure. A follow-up report will be filed if any additional details become available.